Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the solenoid valve vl64 was not working. The fse replaced the valve, which repaired the latron issues. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating voltage errors while running latron controls. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.